Event description:
Information was received indicating that a patient's generator site was infected and the patient was referred for surgical intervention. At the time the infection was reported it was stated that one provider noticed the device had shifted in the pocket approximately 6 weeks earlier but it was decided by another provider to monitor the situation. The patient's caretaker eventually noticed the skin becoming progressively pinker as well as pus formation (location and date of observation not specified). The patient underwent surgical removal of the implanted lead and generator and will be evaluated at a later date for possible re-implant. The patient has not been re-implanted to date. The provider indicated that culture results were negative for infection, however, necrotic tissue was present around the generator which was exposed (extruded). The provider stated that the believed cause of the generator extrusion and migration were due to prolonged pressure from the patient's severe contractures and from the patient lying on the device. Manufacturer review of manufacturing records for the pulse generator confirmed proper sterilization prior to device distribution. The explanting facility discarded the explanted devices; therefore, no analysis can be performed by the manufacturer.